Event description:
The customer reported that the blood glucose readings of 94 mg/dl at 6:16 a.m. And 174 mg/dl at 9:13 a.m. Displayed on the contour next one meter were not run by her. The customer stated that she is the only person who uses the meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. The patient/family was the initial reporter, so personal information was not entered. No information was captured and as the customer's age and weight were not provided.